Manufacturer narrative:
Investigation pending.

Event description:
The physician's staff have been using the inratio since 2008 and are reported to be very experienced in the use. The customer alleged a variance between the inratio2 inr result and the laboratory inr result. Patient: 3, date: (B)(6) 2015, inratio2 inr: 7.4, laboratory inr: 1.32. The (B)(6) , who visited the physician's office, recognized a handling issue since 30 gauge lancets were used to perform the finger sticks. The (B)(6) recommended that 21 gauge lancets be used. The physician's office started using a new strip lot and there have been no discrepancies so far. There was no reported adverse patient sequela and no additional information was provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house donor testing was performed on the reported lot number. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed during in-house investigation. The manufacturing records for the lot were reviewed and the lot met release specifications. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
The patient's therapeutic range was 2.0 - 3.0.